Event description:
Per the technician's evaluation, a switch or button is broken on the display. This was returned on (B)(6) 2016. Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a broken display.